Event description:
Device 3 of 3. Reference MFR report # 1627487-2012-12426, 1627487-2012-12427. It was reported the patient lost stimulation coverage. The sjm representative reprogrammed the system but was unable to regain coverage. Follow-up determined the physician ordered x-rays to verify lead placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.